Event description:
It was reported that during the surgical procedure, the scope was intermittently fogging. Due to the vision issue experienced by the customer and patient condition, the procedure was converted to traditional open surgical techniques to finish the planned surgery. No patient harm was reported.

Manufacturer narrative:
Information obtained from the site by an isi representative indicates that the seal around the instrument cannula accessory was no longer tight, thereby contributing to the fogging experienced by the customer. Investigation conducted by isi field service engineering determined that a faulty camera and endoscope may have also contributed to the vision issue experienced by the customer. Per the case notes, patient condition was also a factor in converting to traditional open surgical techniques to finish the planned surgery. As of january 31, 2007, there have been no reported recurrences of the issue at this hospital.